Manufacturer narrative:
The aquabeam motorpack was returned for investigation. Visual inspection of the returned device was observed to have visible signs of salt deposits and fluid ingress at the handpiece connection port. Functional testing of the returned device confirmed the reported event. The root cause is fluid ingress and the root cause source is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 22c03252 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. E22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during the procedural setup phase, upon connecting the aquabeam handpiece and aquabeam motorpack, an "e22 - motorpack error" message was generated by the aquabeam robotic system. Subsequent attempts to troubleshoot the issue resulted in an "e50 - console error". Multiple troubleshooting steps were performed to resolve the issue without success. Subsequently, two additional aquabeam handpieces were used, but the issue persisted. A second aquabeam motorpack was used which resolved the issue and the aquablation procedure was successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.